Manufacturer narrative:
The physician reportedly did not feel that intervention was required. No other adverse patient effects occurred in this event. This rv lead was successfully implanted and remains in service. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that during implant of this transvenous right ventricular (rv) lead, the patient's blood pressure dropped. The physician performed an echocardiogram and noted a small pericardial effusion, suggesting a possible perforation.